Manufacturer narrative:
Covidien reference number: (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4). The reported failure was confirmed. The 7 segment display was found to have missing segments. The liquid crystal display (lcd) was found to be malfunctioning. The user interface (ui) printed circuit board (pcb) was replaced.

Event description:
It was reported that the unit display was missing segments. The customer stated that when the unit is turned on, the bottom segment of the '0' is missing. There was no patient involvement. There is no report of serious injury or death associated with this event.